Event description:
It was reported that the device was not implanted due to the rv coil setscrew would not tighten. The physician decided to use another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.